Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly dr (B)(6) indicated that upon examining the long leg exist prior to the revision that the emp was mal aligned in valgus. The mechanical line of axis ran outside the lateral condyle. Patient indicated that the knee felt like it was knock kneed. Upon revision (B)(6) said that the lateral condyle had subsided. He used a 16mm augment on the lateral side. No rep present, no further details available, revised with competitors product. Explant available for return.